Manufacturer narrative:
The glidescope avl monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor, and confirmed a white screen image issue. No issues were found with the avl video baton 3-4. The technician was able to isolate the issue on the monitor to an lcd failure, and subsequently replaced the lcd screen. Both the glidescope avl monitor and the glidescope avl video baton 3-4 were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor connected with a glidescope avl video baton 3-4, the image would display a gray screen intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.